Event description:
Information received by medtronic indicated that the customer was dispatched through emergency medical services due to low blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 1.3 mmol/l at the time of incident. The customer¿s current blood glucose value was 5.5 mmol/l. The customer treated low blood glucose value with food and glucagon. No further patient complications were reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Customer returned pump for an alleged possible over delivery, sensor/calibration anomaly, low glucose setting anomaly and ems dispatched for low bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, found bolus delivery of daily total of bolus insulin delivered = 18.35 u. (B)(6) 2022 12:00:06.000 normal bolus delivered, normal bolus amount programmed = 2, bolus amount delivered = 2. (B)(6) 2022 12:35:44.000 normal bolus delivered, normal bolus amount programmed = 3, bolus amount delivered = 3/ (B)(6) 2022 12:52:30.000 normal bolus delivered, normal bolus amount programmed = 3, bolus amount delivered = 3. (B)(6) 2022 13:46:34.000 normal bolus delivered, normal bolus amount programmed = 3.1, bolus amount delivered = 3.1. (B)(6) 2022 18:42:06.000 normal bolus delivered, normal bolus amount programmed = 4, bolus amount delivered = 4. (B)(6) 2022 19:00:32.000 normal bolus delivered, normal bolus amount programmed = 3.25, bolus amount delivered = 3.25. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Carelink report was reviewed and verified that the low glucose setting (suspend before low, alert on low and alert before low was activated. Pump history was reviewed and the suspend on low setting was "off". The pump was monitored for several days and the suspend before low, alert on low and alert before low was still activated. No unexpected deactivation of suspend before low, alert on low and alert before low or low glucose setting anomaly noted. The pump suspend on low setting was turned "on" and was monitored for several days and no unexpected suspend on low setting deactivation noted during the testing. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compart and a serial number label fading. As per r&d engineering, analyzing the pump/sensor history for the date of the event: (B)(6) 2022. First of all, the user changed low alerts settings (B)(6) 2022 at 10:59am by enabling the alerts: (B)(6) 2022 10:59:39.000 old low sensor warning levels event type = 210 source ID = pump (ngp is in open loop state) history record length = 19 system time = (B)(6) 2022 10:59:39.000 sg alert units = mmol/l global low sg alerts = off low sensor glucose alert repeat = 20 number of low glucose alerts periods = 1 start time 1 = 0 low threshold 1 = 4 low sg alert 1 = 0 lows g predictive alert 1 = 1 suspend on threshold 1 = 0 suspend on predictive 1 = 0 resume alert 1 = 0/ (B)(6) 2022 10:59:39.000 new low sensor warning levels event type = 211 source ID = pump (ngp is in open loop state) history record length = 19 system time = (B)(6) 2022 10:59:39.000 sg alert units = mmol/l global low sg alerts = on low sensor glucose alert repeat = 20 number of low glucose alerts periods = 1 start time 1 = 0 low threshold 1 = 4 low sg alert 1 = 0 low sg predictive alert 1 = 1 suspend on threshold 1 = 0 suspend on predictive 1 = 0 resume alert 1 = 0/ and then 2 minutes later the user enabled suspend on predictive alert/ (B)(6) 2022 11:01:57.000 old low sensor warning levels event type = 210 source ID = pump (ngp is in open loop state) history record length = 19 system time = (B)(6) 2022 11:01:57.000 sg alert units = mmol/l global low sg alerts = on low sensor glucose alert repeat = 20 number of low glucose alerts periods = 1 start time 1 = 0 low threshold 1 = 4 low sg alert 1 = 0 low sg predictive alert 1 = 1 suspend on threshold 1 = 0 suspend on predictive 1 = 0 resume alert 1 = 0/ (B)(6) 2022 11:01:57.000 new low sensor warning levels event type = 211 source ID = pump (ngp is in open loop state) history record length = 19 system time = (B)(6) 2022 11:01:57.000 sg alert units = mmol/l global low sg alerts = on low sensor glucose alert repeat = 20 number of low glucose alerts periods = 1 start time 1 = 0 low threshold 1 = 3.6 low sg alert 1 = 1 low sg predictive alert 1 = 1 suspend on threshold 1 = 0 suspend on predictive 1 = 1 resume alert 1 = 0. The following predictive suspend annunciate alerts ( stopped the delivery) were generated starting 3:02pm (B)(6) 2022 15:02:37.000 alarm alert notification fault number = predictive suspend annunciate alarm(811) (B)(6) 2022 15:02:37.000 insulin delivery stopped (B)(6) 2022 15:02:46.000 alarm alert cleared fault number = predictive suspend annunciate alarm(811) (B)(6) 2022 15:36:07.000 insulin delivery restarted (B)(6) 2022 17:32:48.000 alarm alert notification fault number = predictive suspend annunciate alarm(811) (B)(6) 2022 17:32:48.000 insulin delivery stopped (B)(6) 2022 17:35:12.000 alarm alert cleared fault number = predictive suspend annunciate alarm(811) (B)(6) 2022 18:02:44.000 insulin delivery restarted (B)(6) 2022 20:33:12.000 alarm alert notification fault number = predictive suspend annunciate alarm(811) (B)(6) 2022 20:33:12.000 insulin delivery stopped (B)(6) 2022 20:40:04.000 alarm alert cleared fault number = predictive suspend annunciate alarm(811) (B)(6) 2022 21:42:39.000 alarm alert notification fault number = predictive resume quiet alert(806) (B)(6) 2022 21:42:39.000 insulin delivery restarted. In conclusion, the pump generated the listed alerts as per plgm algorithm. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. Sensor/calibration anomaly and low glucose setting anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.